Event description:
A malfunction alarm was reported during insulin pumping, specifically alarm 20, while loading a new cartridge. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Customer technical support assisted with the loading technique, but the cartridge alarm recurred, so the decision was made to replace the pump. No additional information was provided.